Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx2.0cmx135cm peripheral cutting balloon catheter was selected for use. During procedure, it was noted that the balloon ruptured at 8atm upon first inflation. The procedure was completed with another of the same device. No patient complications were reported.